Event description:
A pump alarm, identified as alarm 30, was reported during a pumping session. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer with loading a new cartridge, but the alarm recurred, preventing the resumption of insulin therapy. Consequently, technical support arranged for a replacement pump, verified that the pump was under warranty, and confirmed the customer's shipping address. The customer was instructed to switch to multiple daily injections (mdi) as a backup therapy and to put the faulty pump into storage mode before returning it with a pre-paid label within 10 days. The customer acknowledged understanding these instructions.